Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual examination was performed which revealed a complete shaft and hypotube separation as well as multiple shaft kinks. The separated portion of the device was stuck inside an introducer device of unknown origin. Microscopic evaluation revealed the shaft separation was observed 34.5cm from the strain relief, and the hypotube separation was measured 48cm from the strain relief.

Event description:
Reportable based on device analysis completed on 30sep2025. It was reported that tip damage occurred. The target lesion was located in the posterior tibial vein, popliteal vein, superficial femoral vein of leg. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, when the device was being advanced in the sheath, the catheter became stuck in the sheath. The catheter was withdrawn from the sheath, and it was found that the catheter tip was deformed and could not be used. The procedure was completed with a different device. There were no patient complications as a result of this event and the patient condition was stable following the procedure. However, device analysis revealed a complete shaft and hypotube separation.